Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over, and the user was unable to view the orders to pull out medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over. A technical support specialist (tss) dialing into the database server and confirmed there were no interface delays. Order samples were present but appeared stuck at processing timestamps. Hl7 messages provided by the customer were reviewed and confirmed to be received and forwarded by the carefusion coordination engine (cce) to es without delay, indicating the interface was functioning as expected. Orders were verified to be present on the es server and pes. The issue was determined not to be network related and appeared to be a transient es side processing delay that later resolved. No active patient samples were available for further real time troubleshooting. The customer was advised to monitor and provide a new sample if the issue recurred. The system functioned as intended after technical support specialist investigated the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over, and the user was unable to view the orders to pull out medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over, and the user was unable to view the orders to pull out medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.